Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection performed and showed peeling dso seal, worn uso seal, scratched lcd lens, and worn overlay gray. Performed 3 accuracy tests and customer's reported problem was not duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump was sent for calibration. During preventive maintenance, the pump was outside the 6 percent tolerance. No patient injury was reported.